Event description:
It was reported that a malfunction occurred with malf 0 displayed, and the caller initially could not charge the pump. There was no adverse impact to the customer's blood glucose level, as it reportedly did not exceed 500 mg/dl. The caller planned to follow up and reset the pump after being unable to charge it initially. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.